Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a female patient had tecnis multifocal lenses, model zlb00, implanted in both eyes. However, she was complaining of excessive glare, haze and vision issues. The patient wanted better near vision even though she was 20/20 in both eyes. Thus both lenses were explanted and an incision enlargement and vitrectomy were performed. She is -3 in both eyes and 2200 distance and is much happier with her replacement lens from another manufacturer. Since the lenses from both eyes were explanted, a separate MDR will be filed for each lens. This is for the lens that was in her left eye, sn (B)(4).

Manufacturer narrative:
Corrected data: the device evaluation for the reported lens has been updated/corrected as follows. Device evaluation. Visual inspection with the unaided eye shows the return sample is damaged and incomplete. The lens had a detached haptic. The condition of the lens reveals that the product was used. (B)(4). Based on the results of the investigation, no product deficiency was identified. The customer's reported event could not be confirmed. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device evaluation: visual inspection was performed by a qualified final inspection operator using 12 x magnification. No anomalies were found. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: the reported issue was not verified. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.